Event description:
International customer reported that a tear was noted on the device eight days after the device was initially placed in service. The device functioned normally up until this point. The device was removed from service and exchanged. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the eval will be submitted in a supplemental form. The actual device associated with this event is not known. International affiliate reports the following possible products: lot: jt7113, mfg: 01/01/2008, exp: 01/31/2013. Lot: jt7175, mfg: 05/01/2008, exp: 05/31/2013. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.